Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During an onsite visit the company representative did not indicate finding any issues in which, the system was functioning outside of specifications. As a preventative measure, the company representative performed an alignment and verified the depth treatments. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a radial tear of the capsular bag during laser assisted cataract surgery. He reports no capsulotomy occured as intended after laser treatment, the fragmentation cut was seen on the anterior capsule and a radial tear was noted. Upon additional follow up the reporter indicated the patient had post operative corneal edema which is improving. The surgeon states they were not able to use the planned intraocular lens and noted an unexpected refractive result which will require glasses.